Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7.01.00. A service history review revealed that this device has never been serviced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This issue has been investigated through CAPA. Evaluation summary: the reported condition of a colleague infusion pump where the "mains power light is not working" was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to an ac fuse blown. The two 1.6 amp slow blow fuses have were replaced to correct this condition.

Event description:
The facility reported, to baxter (B)(4), a colleague infusion pump where the "mains power light is not working". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request for the return of the device has been made. Should the pump be received by baxter united kingdom for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.